Manufacturer narrative:
.

Event description:
It was reported that during a procedure using a procise xp wand, it was noticed that three electrodes on the device were missing upon removing the device from the surgical site. The surgeon was unsure if any of the missing electrodes remained in the patient; however, the procedure was completed using the same device. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
Visual evaluation under magnification shows extensive wear on all three (3) electrodes with dried tissue and discoloration from activation. There are no manufacturing abnormalities visually observed with the returned wand. The complaint was verified and the root cause of the complaint seems to be the end of useful life for the returned device as the disintegration (breakage) of the electrodes will decrease the functionality of the device. The reported failure is consistent with normal wear of the electrodes and is dependent on factors that can accelerate the wear of electrodes such as: the angle the device was handled during the procedure; using set points higher than the default settings or using the wand for an extended period of time. There are no indications during manufacturing record review that would suggest the wand did not meet product specifications upon release into distribution.